Manufacturer narrative:
The customer's products have been requested for investigation. However, it should be noted the customer indicated he had disposed of the meter prior to calling. A follow-up report will be filed once additional information is obtained. The actual date when the event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date he attempted to use his adc blood glucose meter but noted there were "missing segments or characters" from the displayed result. Customer further reported that due to the "unreadable" characters he guessed what it said and then self-administered an unspecified amount of insulin. It was further reported that after injecting the insulin he experienced a loss of consciousness, a "diabetic coma" and was hospitalized. Customer could not recall what treatment was rendered during his hospitalization. There was no report of death or permanent injury associated with this event.